Manufacturer narrative:
The biomedical engineer (bme) reported that the parameters on the central nurse's station (cns) were spontaneously reverting to the defaults after they had been set by the nurse. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the parameters on the central nurse's station (cns) were spontaneously reverting to the defaults after they had been set by the nurse. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that the parameters on the central nurse's station (cns) were spontaneously reverting to the defaults after they had been set by the nurse. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the parameters on the central nurse's station (cns) were spontaneously reverting to the defaults after they had been set by the nurse. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. As such, the complaint could not be confirmed, and a root cause could not be determined. A complaint history review for the g9 monitor showed no trend for this issue. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/21/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 06/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 06/10/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.